Event description:
The pump was returned for evaluation of tubing set misloaded issues. Upon attempting a mock infusion, the fva pins were unable to actuate properly leading to a set misloaded error. An internal investigation found no physical damage with the spring cage. The pcbas controlling the fva were swapped without resolving the issue. The rocker axle was checked and found to be broken.

Event description:
The following has been reported: mechanical hardware failure (av spring cage) biomed reported: I have another pump with a tubing set misloaded, pump has been cleaned and power cycled. No patient harm or stopped infusion pump. Attached are the logs. Delay in reporting to my lack of oversight with complaint email an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.